Event description:
It was reported that a user completed initial training, ate a meal afterward, believed the first meal announcement had been canceled, and then announced the meal again, resulting in two recorded meal announcements on the ilet. Symptoms included elevated glucose. Outcomes included successful education on reviewing meal announcements, the device¿s adjustment period, and the correction algorithm, with no need for further intervention. Investigation included review of device history showing two meal announcements and user education troubleshooting. Investigation of this case revealed use error related to duplicate meal announcements without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.